Manufacturer narrative:
The customer has declined to send in the device for evaluation and repair at this time due to the age of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, after the visera video system center was connected to a scope, the image was all blue and could not be observed. Prior to connecting to scopes, color bars were displayed. This was observed prior to a diagnostic otorhinolaryngoscopy. The procedure was completed using a similar device. There was no reported delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to d8, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The visera video system center was not returned for evaluation. However, based on the results of the investigation, it¿s likely the reported event (image abnormality) was due to improper connection of the video cable. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.